Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, cystitis, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: received treatment for pelvic pain & abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: essure confirmation test is done but result is unknown... Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event outcome of pelvic pain was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6)2009. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, cystitis, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: received treatment for pelvic pain & abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test is done but result is unknown... Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs was received. New events bladder infection, urinary tract infection, vaginal infection were added. Date of insertion and date of removal were updated. Events outcome were added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic pain & abdominal pain. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.